Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic bariatric bypass procedure, the device¿s seal was damaged and it caused an air or gas leak. They used another trocar to complete the case. There was no patient injury.